Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device experienced a channel error. There was no report of any patient harm. The iuis had green spots and were replaced by the facility biomed.